Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reload the original cartridge, but with assistance from technical support, successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.